Event description:
It was reported that an asymptomatic patient presented for a routine generator change. During the procedure once the new can was hooked to the lead, varying high voltage lead impedance (hvli) measurements were noted and all subsequent measurements were out of range. The competitive lead was reinserted into the header and there was one in-range hvli measurement but all subsequent measurements were out of range. Physician suspected an anomaly on the device and was replaced. The patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.